Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was stroke. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl close to the time of death. The customer was wearing the insulin pump at the time of death. The pump had been disconnected for more than 48 hours then towards the end of the customer's life, the customer was put back on the pump as their blood glucose was in the 500 mg/dl range. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.